Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Intraoperatively, the trial broke. This was seen on an (intraoperative) x-ray. Fragment was removed without difficulties.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted pfc flut tib rod trl 115 x 14 confirmed the reported breakage. A search of the complaint database found additional reports of pfc flut tib rod trl breakage. Ww CAPA (B)(4) was initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.